Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There was tenderness around the device site and purulent drainage. There were no additional adverse patient effects reported. The lv lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.